Event description:
It was reported that during a routine check up the CS300 Intra-Aortic Balloon Pump (IABP) had an autofill failure. There was no patient involved. A Getinge Field Service Engineer (FSE) evaluated the unit and found that the unit is showing mentioned error message on the Display. Logs attached to the complaints also confirms alarm occurred. The FSE completed a required Volume Cylinder Calibration and now the unit is working Satisfactorily. The unit is being kept under observation of 24hours of Balloon operation. The unit was handed over to the customer in good working condition.

Manufacturer narrative:
E. Event Site Postal Code:(b)(6).